Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended due to blood glucose and sensor glucose difference. Customer's blood glucose level was unknown at the time of incident and the other blood glucose level was 170 mg/dl. The difference between the blood glucose and sensor glucose value was 120. The sensor will not be returned for analysis.